Manufacturer narrative:
Product analysis conclusion: the positioning difficulty and stent deformation could not be confirmed on the limited still angiograms provided; however, the anatomical characteristics reported to have contributed to the events (i.e., vessel tortuosity) were appreciated on the available images. Angiogram videos showing attempts to advance the device into the existing graft were not provided for review. Analysis of the returned images did not reveal any obvious stent graft or delivery system issues. One (1) image was received showing the proximal section of the graft cover/stent graft and the taper tip. A gap is visible between the graft cover tip and the taper tip. A kink is evident on the graft cover over the stent graft. The reported deformation in-vivo was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID etlw1624c124ee (unknown serial/lot); product type: 0180-aortic stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb (etlw1613c156ee) was intended to be implanted during the endovascular treatment of a type ib endoleak in the left common limb. The patient had previously undergone abdominal aortic endovascular exclusion approx. 6 years ago, where an endurant (36 16 145mm) main body stent graft and an endurant (16 24 124mm) stent graft for the left limb were implanted. Additionally, a non mdt (excluder) (16 12 14mm) was implanted in the right limb along with a (36 45mm) cuff. It was reported approx. 6 years post index procedure, the patient presented emergently after experiencing abdominal pain. A CT scan revealed a type ib endoleak in the left common limb. It was identified that the endurant stent graft limb (16 24 124) had retracted into the tumor. Re intervention was performed on the same day. Intraoperative angiography revealed that the access vessels were severely tortuous, p articularly affecting the original endurant stent graft (16 24 124) limb, making it was difficult to pass the guidewire catheter. An endurant ii limb (etlw1613c156ee) was inserted, but the stent could not pass through the tortuous part of the blood vessel. Despite multiple attempts, the stent became deformed and still could not pass through the original stent accordion. An alternative endurant limb (etlw1616156ee) was then selected and successfully passed through the tortuous part after two attempts. The stent was deployed successfully, resolving the type ib endoleak per the physician the cause stent deformation was due to the patient¿s anatomy, the patients access vessels are severely tortuous, especially the original 1624124 limb accordion. No additional clinical sequalae were provided and the patient is fine.